Event description:
It was reported that the swg unraveled inside the catheter. The catheter was removed and replaced. It is unknown if there was a delay in treatment. No patient complications or death occurred.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.